Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, and dyspareunia. It was also reported that patient underwent mesh removal on (B)(6) 2011 due to mesh erosion. It was reported that the patient had a hysterectomy in 2003. (B)(4) -urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with tvh, mccall culdoplasty, posterior repair, perineoplasty, diagnostic cystoscopy on (B)(6) 2003 due to si, abdominal pain and mesh was implanted.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced abnormal bleeding and dark spot on vaginal area. It was reported that patient underwent mesh revision on (B)(6) 2008 due to mesh exposure.